Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was noted when it comes to this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). A review of noise and pace impedance measurements on the electrocardiogram by boston scientific technical services (ts) was requested. A review of the remote monitoring transmission on (B)(6) 2017 by boston scientific technical services (ts) noted that the right ventricular (rv) lead pace impedance measurements were stable, but had fluctuated over 2000 ohms, while the shock values were stable. Non physiologic noise was evident resulting in oversensing for one or two beats. Provocation maneuvers were not able to reproduce noise. Ts discussed possibly an external noise source as noise was seen on the rv pace and shock channel. The patient did have an underlying rhythm. Ts discussed continuing to monitor the system closely. No adverse patient effects were reported.